Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a pouch, for the report. The sample was visually inspected and found to be nonconforming with clear foreign material on the needle. No bent or damage/deformed condition was observed on the needle. The probe needle was fit tested for function through a ring gauge and was found non-conforming. The probe did not travel in and out of the ring gauge under its own weight. The foreign material was wiped off of the probe needle and then the probe needle was fit tested again with the ring gauge and was able to travel in and out of the ring gauge under its own weight. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The complaint evaluation does not confirm reported bent needle condition. The complaint evaluation confirms the probe had a fit issue. The fit issue was due to the foreign material on the needle. The exact source of the foreign material cannot be determined from this evaluation. However, the most likely contributing factor is surgical residue from use and does not point to a manufacturing issue due to the foreign material easily wiping off with alcohol. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time as probe bent condition was not confirmed and product met specification once the foreign material was removed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter shaft had a protrusion and could not be inserted into the trocar during the vitrectomy surgery. The surgery was completed on same day by replacing the product. There was no patient impact.